Event description:
Wihtin 15 mins of initiation of treatment, the pt complained of nausea, backache, chest tightness and tingling in legs. The pt was given 25 mg ivp, dialysis was discontinued and the extracorporeal blood was recirculated for 10-15 mins. The treatment resumed and was completed without further sequela. No serious injury or medical intervention was reported as a result of this incident. This event involved one pt.